Manufacturer narrative:
Potential lot number was 4451633 with a manufacturing date of 11-jun-2024 and expiration date of (B)(6) 2029. H3 and h6. Codes: updated. Device evaluation: one used decontaminated sample was received in a plastic bag without its original packaging. Under visual inspection the sample appeared to be in good condition. A functional inflation test was performed and after twelve hours the cuff was still fully inflated. Based on the results of testing the reported failure was not observed, and the root cause was unknown. A device history record (DHR) review of the suspected lot number reported no discrepancies or non-conformances during manufacturing.

Event description:
It was reported that "a family member (mother) found the pilot balloon dislodged during placement of the pneumotomy in a home patient. Although the patient was under artificial respiration management, there was no alarm and no health hazard to the patient. Replace with another tube. However, the operator checked through the bag and it didn't seem to come off". This occurred during patient use, no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.